Event description:
Boston scientific received information that when removing the right ventricular (rv) lead, the distal pin separated from the ring. The coil looked fine and was put things back together. The rv lead function was good. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.